Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2010-00393.

Event description:
It was reported that "femur and tibial were loose and surgeon noted a large amount of atrophic tissue and excessive bone loss. Patient revised."